Manufacturer narrative:
Purge pressure low: the root cause of the purge pressure low alarms was not determined due to lack of sufficient clinical details, inconclusive evidence from the data logs, and unreturned product for further investigation.

Event description:
A 70-year-old male received impella cp for protected pci due to comorbidities and complex coronary anatomy. The procedure was performed utilizing best practices. Notably, a low purge pressure alarm was observed. All connections were checked without resolution. An audible ¿chugging¿ sound was noted from the purge system. The purge cassette was replaced, resulting in resolution of the alarm (failure of the purge cassette is the reason for the complaint). After replacing the purge cassette the case was carried out successful and the complaint was not associated with any harm to the patient.

Manufacturer narrative:
The UDI, and sn information is not available for this. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.